Event description:
It was reported to philips that when customer was using it in inside emergency response helicopter, there was noise on the ECG waveforms. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.